Event description:
Reporter stated that the surgeon inserted a silicone toric lens model aa4203tl into the eye and noted the lens was torn and removed the lens without any injury to the pt.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned lens shows one of the lens haptics is torn off and missing. Clear surgical residue on product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.